Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "the tip is chipped off where the spatula tip screws on". Failure analysis found the primary failure of grip tip broken to be related to the customer reported complaint. The instrument was found to have the mcs adapter broken at the distal end. A piece approximately 0.048" x 0.102" was found to be broken off the adapter. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to mishandling/ misuse, such as excess force applied to the instrument jaws. Additional observation(s) not reported by site was that the instrument main tube was found bent. The bending damage is located around the middle of the main tube. The root cause of bent instrument main tube is typically attributed to mishandling/ misuse, such as excessive loading, or improper handling during transport.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors instrument's tip was chipped off where the spatula tip screws on. The procedure was completed with a back up instrument of same kind.